Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely, upon review of merlin.net transmissions, it was the patient's right atrial lead was sensing noise, had a suspected insulation breach, a low pacing impedance, and was under-sensing. The patient's lead was reprogrammed. The patient was in stable condition.